Manufacturer narrative:
A valid production code has not been provided by the reporter, therefore no investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer stated via chat the heads of a batch of toothbrush heads were snapping off, and it was like the head bit, the round bristles, were not connected securely. No injury was reported.